Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure, proximal placement was decided due to nearly 1/2 protrusion on the ridge side and less than 1/3 to 1/2 protrusion on the drop-off side in all four directions. A deeper placement of the device was impossible because pectinate has circumferentially developed. The anchor, size, and seal were met, and radial force was predicted to be applied appropriately in all four directions. A non-mobile thrombus formation was observed within the watchman closure device implanted in the left atrial appendage. The closure device was released based on the judgment of the proctoring physician. There was no patient injury.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure, proximal placement was decided due to nearly 1/2 protrusion on the ridge side and less than 1/3 to 1/2 protrusion on the drop-off side in all four directions. A deeper placement of the device was impossible because pectinate has circumferentially developed. The anchor, size, and seal were met, and radial force was predicted to be applied appropriately in all four directions. A non-mobile thrombus formation was observed within the watchman closure device implanted in the left atrial appendage. The closure device was released based on the judgment of the proctoring physician. There was no patient injury. It was further reported that during the position, anchor, size and seal (pass) assessment, a thrombus-like haze has formed within the closure device, but it could not be definitively identified as a thrombus.